Manufacturer narrative:
Device was received with a critical pump error alarm. Did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm as well as buttons were unresponsive as well as frozen display. The customer blood glucose level was 95 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer was unable to clear the alarm. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.